Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that post a coronary stenting treatment procedure, patient complications occurred. Access was obtained via the femoral artery. The 90% stenosed, 10x4.0mm, de novo target lesion was located in the non-tortuous and mildly calcified ostial of the right coronary artery (rca). A 4.0x12mm promus element stent delivery system (sds) was advanced. The stent was deployed at 20 atms and was post dilated with a 4.0x8mm non-bsc balloon. A 10 days post procedure, the patient was hospitalized with acute coronary syndrome (acs). A follow up procedure was performed and revealed a "rupture of the promus element stent at the proximal edge." A 4.0x8mm non-bsc stent was deployed. Ivus and optical coherence tomography (oct evaluation) revealed good results. No additional patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.